Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 5000 mcg/ml at 5006mcg/day clonidine 600mg/ml at 600mcg/day and bupivacaine 10mg/ml and 10mg/day via an implantable pump. In (B)(6), the patient had a hydroma (fluid at the pump pocket). A dye study was planned for (B)(6) 2015 to make sure there was no disconnection at the pump pocket. The results of the dye study were reported as leakage at connector entry site into spinal canal. The patient had surgical repair of two catheter fractures at connector site.